Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the during implant procedure the lead was attempted but not used. The helix of the lead was unable to fixate to the target position due to a malfunction. The lead was removed and replaced. No patient complications have been reported as a result of this event.